Event description:
The customer called to report a high blood glucose reading of 320 mg/dl. The customer stated that she removed the infusion set, and the cannula was bent, but the insulin pump did not give a no delivery alarm. The customer was unable to troubleshoot at the time of the call. Advised the customer to call back to conduct the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.